Event description:
There was an allegation of questionable na electrode results for 1 patient sample on a cobas 6000 c501 module. The initial result was 147 mmol/l. The repeated result was 139 mmol/l.

Manufacturer narrative:
The electrode lot number and expiration date were not provided. The field service representative found that the flow path of the reagent probe was not sealed properly, which caused inaccurate dilution. The investigation determined the service actions resolved the issue.